Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that the patient reported they have been having problems with leaking, no control and have been having to wear pads all the time. The patient stated they have no control of my kidneys. The patient stated this has been going on a couple months and due to this, the patient was advised by the healthcare provider (hcp) to change to program 3. The patient connected and stated the therapy was at 5.0v on program 2. Reviewed how to change to program 3 as the hcp advised to change to program 3. The patient successfully changed to program 3 on call and increased stim to 5.0 volts on program 3. The patient stated they were not feeling stimulation on call despite increasing to 5.0 volts on program 3. The patient stated they were not feeling stimulation previously on program 2 at 5.0 volts. The patient mentioned they think they had stimulation up to 7.0 volts once before. The patient denied any recent trauma and/or falls. The patient will monitor symptoms now that change was made and will follow-up with the hcp if still not seeing improvement. The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. Additional information received from the patient stated that the communicator was not working on (B)(6) 2020. The cause was noted as unknown. Additional information was received from the patient. In response to the inquiry for if the cause of the patient not feeling stimulation had been determined, the patient replied ¿no.¿ in response to the inquiry for what most likely caused or contributed to the issue, the patient replied only ¿???¿. In response to the inquiry for if the issue had resolved, the patient replied ¿not yet.¿ additional information was received from the patient. In response to the request that if the patient had additional information on the steps being taken to resolve the issue, the patient reported that ¿4 different programs not working,¿ and stated they were going to see the gynecologist ¿gyn¿. The patient stated they were set at 7.0. Additional information was received from the patient. They reported that they don't know what most likely caused or contributed to the 4 programs not working; the cause was not determined. The issue was not yet resolved, and when asked if a replacement or revision would be done, they responded, "maybe." Additional information was received from the patient. They reported that they had decided to have the stimulator taken out, they tried all programs and none worked, they were going to see their doctor in (B)(6) 2021 to see what to do.